Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right knee performed on (B)(6) 2015 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2015 due to a postoperative tendon tear on (B)(6) 2015; and persistent postoperative abnormal or prolonged pain, joint stiffness, and arthrofibrosis on (B)(6) 2015. According to the report, the revision surgery included: sad/bursectomy, lyis of adhesions, capsular release, and labral debridement. It was further reported that the initial procedures included: rtc repair, biceps tenodesis, ac resection, labral debridement, and bursectomy/sad. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of rotator cuff repair surgery of the right shoulder performed on (B)(6) 2015 using healix advance knotless br, the patient had a revision surgery on (B)(6) 2015 that included sad/bursectomy, lysis of adhesions, capsular release, and labral debridement due to persitent pain/stiffness. According to the report, the patient had postoperative abnormal or prolonged pain, joint stiffness, and arthrofibrosis on (B)(6) 2015. It was further reported that the initial procedure included: rtc repair, biceps tenodesis, ac resection, labral debridement, and bursectomy/sad. The current status of the patient was unknown. No additional information was provided.